Manufacturer narrative:
This is a supplemental report to provide additional information. The factory of aomori olympus confirmed that one of the grasping jaws was broken off. Adhesion of foreign substances was found around the breaking part. There was no missing part. A brittle fracture due to corrosion was found at the breaking part. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. Something (e.g. Detergent solution) remained due to insufficient cleaning after use. The residue corroded the arm part of the cup and decreased the strength. One of the jaws was broken off when the jaws were subjected to a load. The above device handling has warned in the instruction manual as follows. Reprocess the instrument immediately after use, first by immersing it in a neutral, low-foaming, medical grade detergent solution, then following the cleaning and sterilization procedures given in this chapter. Failure to reprocess the instrument immediately after use, or using other than a medical-grade detergent may cause corrosion at the metal parts like the grasping jaws. This could impair the operation of the instrument or cause a part of it to break and/or fall off inside the patient.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. To retrieve a ureteral stent, when the user inserted fg-53sx-1 into the patient's body, the tip of the device fell off. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported.